Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, the camera head did not work, as there was a complete loss of visualization. A back-up device was available to complete the procedure. The surgery was completed on time. The patient was not injured.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. A service assessment of the unit revealed no problems with the functionality of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.